Manufacturer narrative:
There was no known patient involvement. Recall number. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was taken out of service due to positive water sample cultures for bacteria. There was no known patient involvement. Through follow-up communication with the customer, sorin group (B)(4) learned that the cultures were not positive for mycobacteria. The facility reported that they have had contamination issues in the past and they changed the filters and sample collection process. The date of these changes was not provided. On (B)(6) 2016, the hpc test results from a water sample showed 590 cfu. The specific types of organisms were not measured. The unit has been removed from service but was placed inside the operating room prior to receiving the positive test results. The facility stated that they have had reports of post-operative infections, however none have been linked to the heater-cooler devices. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was taken out of service due to positive water sample cultures for bacteria. There was no known patient involvement.

Manufacturer narrative:
The event date provided in the initial report, submitted (B)(6) 2016, was incorrect. The correct event date is (B)(6) 2016. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). On january 24, 2016, livanova (B)(4) received a user medwatch report (B)(4) related to this event. The report indicated that the event date was (B)(6) 2016. However, follow-up communication with the customer confirmed that the test results were received on (B)(6) 2016. The report stated that the infection control department has recommended removing the device from service. Through additional follow-up communication with the customer, livanova (B)(4) has confirmed that the unit has been removed from service and was replaced with a non-livanova device. An exact root cause for the contamination was not identified. However, as corrective action for this type of issue, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Removed from service by customer.